Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and discomfort due to the location of the pulse generator. The pocket was revised. The patient was doing well post procedure.